Manufacturer narrative:
It was later reported that this lead was surgically abandoned.

Event description:
Boston scientific received information that this right ventricular (rv) lead had fractured. This was discovered on an x-ray as the patient was having a cough. This patient had not had a device check since one month post implant. This patient was not device dependent. It was reported that the physician would likely surgically abandon the lead. This procedure had not yet been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.